Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the ipg pocket was relocated to address the issue. The pain at the pocket site has resolved.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. As such, surgical intervention took place on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Date of event is estimated, d10- therapy date is estimated.